Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining one (1) erroneously high aspartate aminotransferase (ast) patient result generated by the unicel dxc 800 pro synchron chemistry analyzer. The first sample generated a result of 45 iu/l, which was reported out of the laboratory. The same sample was rerun and generated a lower result of 22 iu/l. A second sample was run, from the same patient, and generated a result of 24 iu/l. There was no change to patient treatment or diagnosis.

Manufacturer narrative:
No supplemental sample information was provided. Qc has been within established ranges. A field service engineer (fse) specialist was dispatched and adjust the photometer, which resolved the issue.